Manufacturer narrative:
(B)(4). Customer returned precision xtra with serial number (B)(4) and test strips with lot number 41865. The complaint was not confirmed and no new issues were observed, all results were within range specifications, and no errors or other issues were observed during control solution testing.

Event description:
A diabetes specialist nurse at (B)(6) children's hospital reported an incident involving an (B)(6) girl who is on a basal bolus insulin regimen. The child has 2 precision xtra meters serial numbers ((B)(4)) and ((B)(4)). During april, the customer's insulin dosage was 8,6,6 and 20 insulin units. The customer hba1c was 8.4%. In january, it had measured 7.6%. As the family had reported their daughter's low readings obtained on their precision xtra blood glucose meter were causing hypoglycemia, the nurse asked that the dosage be reduced to 4,3,1 and 15 units of insulin. On june 26th, even thought the child's blood sugars were apparently low, she complained to the nurse of thirst and polyuria. The nurse visited the family home and was told that the child's sugar levels had become high and that ketones had been found in her urine. Another hba1c test had been taken and was found to be 10%.